Event description:
Same case as MDR ID: 2134265-2014-07011. It was reported that a shaft break occured. The target lesion was located in the very calcified and tortuous right coronary artery (rca). A non-bsc wire was used to wire the vessel followed by the 145, 5-in-6 guidezilla¿ catheter. Once the guidezilla was placed, a maverick balloon 2.00 x 12mm rx balloon was advanced through the guidezilla to pre dilate the lesion. The maverick balloon was removed and a 3.00 x 38mm promus premier was attempted to be deployed into the mid coronary artery. When the guidezilla was attempted to be removed prior to deployment, the catheter portion separated from the hypo tube, leaving the catheter in the patient. When the promus premier stent was attempted to be removed, it also snapped at the shaft, proximal to the stent. After multiple tries, both the guidezilla catheter and initial promus premier stent delivery system remaining in the patient, were successfully removed. A 3.00 x 38 promus premier was successfully deployed. There were no patient complications reported and the patient¿s status post procedure was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).